Event description:
The physician reported that he did not believe that the device settings were the same as the settings he had last programmed although the exact programmed settings were unknown. The physician reported that device diagnostics were unable to be completed after several attempts which may have lead the device to be programmed to unintended settings. Attempts to obtain additional relevant information have been unsuccessful to date.